Event description:
It was reported that the ilet screen was black and the device did not power on, which was determined to be due to a depleted battery from improper charging; the device powered on after the patient was instructed to charge it on a different outlet with the device face up and without a case. Customer care provided technical support review and user re-education on correct charging technique. Investigation of this case revealed user error related to charging practices and a device that functioned as designed after proper charging. No reported adverse clinical effects or symptoms reported during the event. Outcomes included no impact on clinical status and no hospitalization. It was concluded that the event was attributable to user charging practices and that the device operated normally once adequately charged.